Manufacturer narrative:
The technician replaced the siderail detents and latch covers to repair the bed.

Event description:
While performing a bed inspection, the technician found the left head and right intermediate siderails not latching due to the siderail detents leaking oil and the latch cover brackets being bent, which prevented the siderail latches from locking.